Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete occlusion of the superior vena cava (svc). It was further reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited fracture. It was also reported that the ra lead was severely disrupted during the explant of the rv lead. The rv lead and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.